Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/24/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed sense seeing the inaccuracy. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data was reviewed on 06/13/2016. The reported event of inaccurate blood glucose values on (B)(6) 2016 cannot be confirmed. It was reported that the patient did not calibrate since seeing the inaccuracy. The dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again. However, a root cause for the reported inaccuracies cannot be determined.